Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump was not heard or felt when the pump delivered. There is no additional information available at this time. This report is made based on the allegation that the auditory and vibratory alarm features of the pump were not working.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. Audible and vibratory alerts function properly. Testing was unable to verify or duplicate issue.